Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was not further described. It was not reported if the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with intraperitoneal vancomycin (dose, route and frequency not reported). Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained ¿on the machine¿. No additional information is available.